Manufacturer narrative:
Pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No unexpected low battery alarm noted. Unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm after receiving a battery error alarm. Customer was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.